Manufacturer narrative:
The k electrode lot number bbx29 with an expiration date of 19-oct-2025. The customer replaced the k electrode. The investigation determined the event was due to an issue with the k electrode. The investigation determined that the customer's actions (k electrode replacement) resolved the issue. The customer did not report any other issues.

Event description:
The initial reporter received questionable k electrode results from ten patient samples tested on the cobas 6000 c501 module. The following are examples of discrepant results for 5 patient samples: patient sample 1: the high result was 5.61 mmol/l. The low result was 4.3 mmol/l. Patient sample 2: the high result was 5.08 mmol/l. The low result was 4.1 mmol/l. Patient sample 3: the high result was 5.47 mmol/l. The low result was 4.4 mmol/l. Patient sample 4: the high result was 5.45 mmol/l. The low result was 4.4 mmol/l. Patient sample 5: the high result was 5.02 mmol/l. The low result was 3.8 mmol/l.